Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The manufacturer's field service engineer noted error codes in the diagnostic history log indicating a spi bus failure. (The spi bus is an internal communication link between the cpu and peripheral subsystems.) Patient involvement unknown.